Event description:
It was reported by conmed linvatec (B)(6) that during an incoming inspection of product, "it was discovered by a linvatec employee that the product handle and packaging is labeled as pkl-35m, but the shaft is etched as pkl-45m". This item was never sent to an end user, and therefore; no patient was involved.

Manufacturer narrative:
Conmed linvatec received this poplok punch for evaluation and confirmed the reported nonconformance. Visual examination of the returned instrument found the handle is for a 3.5mm poplok anchor, but that the shaft is etched as pkl-45m, and measured 4.5mm in diameter. A two year review of complaint history showed no other complaints for this lot of product, and no serious injuries or deaths due to this nonconformance. The nonconformance is addressed in the risk document. A CAPA is currently in process to prevent future recurrence. This lot was produced prior to the recommended corrective actions, with 10 items produced in the lot.